Event description:
It was reported that the device had a tubing problem and an alert error. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported problem "device shows alert error" was able to be confirmed through the review of the event history log. The cause of the issue was a faulty pwa. The customer reported issue of "tubing problem" was unable to be confirmed or duplicated. The pwa was replaced and preventative maintenance was done. Service history identified that no previous repair has been noted in the last 12 months.